Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed a capsule tear in the left eye and the surgeon was unable to seat lens haptic correctly. The lens was removed and replaced with an anterior chamber lens successfully. Additional information was requested, but no new information was provided. This report references the lens.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.